Event description:
High frequency ventilator oscillator malfunctioned, but was corrected temporarily for approximately 6 hours by adjusting the hertz function. Ventilator failed approximately 12 hours later after initial malfunction. Ventilator failure resulted in oxygen desaturation to approximately 50% and code procedures. Patient required acls measures and another ventilator was substituted for a period. The patient completely recovered from the code event and has no permanent injury attributed to the ventilator malfunction.